Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate device which was filled with colistimethate 1 mu in 50ml sodium chloride 0.9% was underinfusing. It took two hours to infused medication that should have been delivered in less than one hour. There was no patient injury or medical intervention associated with this event. No additional information is availiable.

Manufacturer narrative:
The device was manufactured from august 02, 2016 to august 04, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.